Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: phone #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported a tibase fractured by the screw part at tooth site 46 and the ti base was removed. Tibase was placed on (B)(6) 2024 and removed on (B)(6) 2025. No impact on the patient was reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) item ti-base zfx11-zb-tsv-3547-el and the screw this type belongs for evaluation. Visual evaluation / functional test was performed, support surface from ti-base is damaged, hex has scratches and dents. It is completed, but in much used condition. Crown is separated from ti-base. Crown has into his cover from screw channel. Parts of the crown are chipped. Screw is ok and in used, but usable condition. Screw is not broken. DHR review was completed for the subject lot number 0000240126. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 0000240126 for similar events and no other complaint was identified. Review completed utilizing keywords: screw fracture. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was liability between crown and ti-base. The parts sold by zimvie are ok and not the problem on the damage. Therefore, based on the available information, a device malfunction was not established. The parts sold by zimvie are in used condition but not broken. So we can determine the trigger are the ti-base and the screw. The reported event was confirmed/was not confirmed/could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.